Event description:
It was reported that the patient received inappropriate shocks when their implantable cardioverter defibrillator (ICD) administered ventricular tachycardia therapy for atrial tachycardia. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.